Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted, one in the mid lad and one in the proximal lad. A staged procedure was carried out approximately 2 weeks later. There was an endeavor sprint over the wire (otw) drug-eluting stent was implanted in the distal rca and a driver rapid exchange (rx) stent implanted in the mid-rca. At 30 day and 6 month follow-up's, patient was asymptomatic/free of symptoms. It is reported that the patient suffered a non-st segment elevation mi approximately 11 months post index procedure. It is reported that the patient presented to the emergency department with crushing chest pain and shortness of breath. The patient took aspirin without relief. At that time, his cardiac enzymes were elevated. A heart catheterization was done which revealed a 95% lesion of the ramus with 70-80% distal lad and 50% rca. His previous stents in his rca and left coronary were still patent. His ejection fraction was 50%. Subsequently, he underwent coronary artery bypass graft x2 with a lima to the lad and saphenous vein graft to the ramus. It is reported that the patient tolerated the procedure well. At 12 month follow-up, patient's current cardiac status was unstable angina. Reference: MFR report# 2953200-2010-01628, 2953200-2010-01629, 2953200-2010-01630.

Manufacturer narrative:
(B)(4): evaluation results: (myocardial infarction).